Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2026 against "lot number 6012473 and similar malfunction codes: leak between tubing and pump connector/hub - detachment/significant wetness. Tubing detached from hub. Leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The review confirmed that lot 6012473 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against "lot number" criteria equal 6012473 and similar malfunction codes leak between tubing and pump connector/hub - detachment/significant wetness. Tubing detached from hub. Leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6012473 was manufactured according to the work instruction (wi) version 21 and manufactured in the multivac 14, on 24-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5c04051 was manufactured according to the wi version 17 and manufactured in the gluing machine lc01, on 23-mar-2025, with a total of (b)(B)(4) units. The sub-assembly. Gluing of tubing of the lot 5a07154 was manufactured according to the wi version 15 and manufactured in the gluing machine lc01, on 03-feb-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012473 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2026. Due to the leakage, insulin smell detected. Patient felt pain while delivering bolus (insulin was flowing). After replaced infusion set, the blood glucose level were high. No further information available.